Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses. A delivery catheter for the contralateral leg component (plc121000j/16608992) was prepared and advanced into the intended site. While the deployment line was being pulled, strong resistance was met. The deployment line was continued to be pulled as further force was applied, and the proximal portion of the contralateral leg component was deployed. However, the deployment line could not be pulled further and the device would not release off the catheter. Therefore, the delivery catheter with the partially constrained endoprosthesis was removed together with the introducer sheath. Another delivery catheter for contralateral leg component was used, and the procedure was concluded without further problems. The patient tolerated the procedure.

Manufacturer narrative:
Addition engineering evaluation results-the device was returned to gore for evaluation. Per the evaluation only the delivery catheter and deployment line were returned for evaluation. The device had been deployed off the catheter and was not returned for evaluation. The introducer sheath was returned for evaluation. The deployed device was not inside the returned introducer sheath. No parts of the deployment line were found inside the introducer sheath. The length of the deployment line was inspected. No anomalies that would explain deployment difficulties were noted. The end of the deployment line was inspected for line breakage. The length of the deployment line was unbroken. Based on the findings from the evaluation, the physician¿s observation could not be confirmed. The cause for the deployment events could not be determined with the currently available information. (B)(4).